Event description:
It was reported that one day post rx acculink sent implantation in the right internal carotid artery (rica), the pt experienced mental status changes and left sided weakness. Later that day, the pt became unresponsive, developed a fever and was hypertensive. Treatment included keppra and heparin. Over the next 2 days, the pt slowly returned to their neurological baseline. On (B)(6)2010, the event resolved. On (B)(6)2010, the pt was discharged to home. There was no additional info provided. Date of procedure (B)(6)2010, discharged to home on (B)(6)2010.

Manufacturer narrative:
(B)(4). Stroke, fever and hypertension may occur during this type of procedure and as listed in the instructions for use, are known potential adverse events associated with the use of the product. The reported medication and hospitalization was in response to the pt symptoms. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiences which could have contributed to the outcome of the procedure.